Event description:
After the defibrillator was implanted, the representative noticed that the device detected a ventricular rate of 260 regular and interpreted it as ventricular fibrillation. The device began charging its capacitors in preparation for delivering shock. At this time, the monitor showed a normal rhythm at 70 beats per minute. The representative was able to disarm the device prior to delivery of inappropriate shock. The device detected several runs of this rapid regular ventricular rhythm at 260 beats/min, which was artifactual. Boston scientific was contacted. The artifact was an air bubble that was trapped within the lumen of the right ventricular lead. This is a known but rare phenomenon that air can create this artifact.